Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with capillary and device readings in the high range after a properly announced meal and during an intercurrent illness; the user used a teflon infusion set, reported no visible leaks or kinks, received correction doses, and later changed all supplies when insulin volume was low. Symptoms included hyperglycemia and anxiety. Outcomes included a minor illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.